Event description:
It was reported that the patient underwent a revision procedure due to device problems and the patient was experiencing a droopy taint with an ambicor penile prosthesis (app). The app was explanted and a new tactra penile prosthesis was implanted.